Event description:
Event description boston scientific received information that this atrial lead triggered a lead safety switch to occur as a result of low or high impedance values. In addition, atrial noise was noted on the electrogram. A replacement procedure was scheduled. Techncial services was contacted. No adverse patient effects were noted.